Event description:
It was reported that the patient was experiencing pain at the lead site. X-ray showed the lead was not sitting correctly. As a result, surgery intervention occurred on (B)(6) 2022 wherein the lead was repositioned and secured to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.